Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a broken stem and pain. The proximal segment of the stem had also loosened.

Manufacturer narrative:
Update: the device associated with this report was not returned. Review of the device history record and/or a complaint database search was not possible as the product and lot code required was not provided. Per the initial reporting, no additional information is available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint has been reopened because product information has been received which may change the investigation.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. A previous review of the device history records for the provided product and lot combination did not reveal any related manufacturing deviations or anomalies. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. IFU¿s strongly recommend surgeons inform patients of the limitations and strength of the components. Fatigue fracture of the stem can occur secondary to cantilever bending in the presence of poor proximal and good distal fixation which has been noted in a number of the operative reports. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 05/19/2014 - patient's medical records were received.